Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation noted evidence indicating difficulty may have been encountered during the insertion of the is-4 lead. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that during the attempted left ventricular (lv) lead implant procedure the lead tip would not track the wire. Physician elected to use a different model of lead. No adverse patient effects were reported. This product was not returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.